Event description:
Additional information was received that the patient had symptom of wound discharge, and the driveline cultures were positive for pseudomonas. The infection was treated intravenously. The onset of the patient's infection was addressed under MFR # 2916596-2024-00108.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
B2: outcomes corrected. D4: UDI corrected. H6: clinical codes corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient had a mild symptom of infection at the driveline exit site but it was not a major problem. The patient was not elevated on the transplant list for any reason, including the infection. The pump was operating as expected at the time of the explant and there were no mechanical errors. There was no need to retrieve the removed pump.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had dyspnea aggravation and was admitted to the hospital for heart failure management. Other than being hospitalized, the patient was treated with changes to their medication and was transplanted on (B)(6) 2024.

Manufacturer narrative:
A2; age corrected. D4: model and catalog numbers corrected. G2: report source corrected. H3: corrected. Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the patient handbook is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket), that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.